Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Drilled snapped while drilling in a primary right hip arthroplasty.

Manufacturer narrative:
Device was returned. An event regarding damage involving a trident driver shaft was reported. The event was confirmed. Method & results: device evaluation and results: the device was returned in used condition. The flex drill shaft was bent at an angle near the drill chuck. Examination by a material analyst engineer indicated that damage observed consistent with overload condition. Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been 1 other event for the lot referenced. Conclusions: the investigation concluded, from the visual inspection, that the flexible drill shaft was bent at an angle near the drill chuck. Examination of the returned device, in consultation with the material analysis engineer, indicated that the damage was due to overload conditions. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
Drilled snapped while drilling in a primary right hip arthroplasty.